Manufacturer narrative:
This report is submitted july 3, 2017, (B)(4).

Event description:
It was reported that the patient developed an (B)(6) infection at the abutment site and was subsequently treated with antibiotics (date, type and duration not reported).

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on august 23, 2017.

Manufacturer narrative:
Correction: the device as not explanted as previously reported. The implanted device remains insitu. The report of explant relates to the device on the contralateral side, reported in MDR 6000034-2017-02096.